Manufacturer narrative:
Additional narrative: UDI: (B)(4). Investigation summary: the complaint device was received at the service center and evaluated. During the service evaluation the following defects were identified: distal tip damaged, fiber damaged, optics damaged. Per service reports, this complaint can be confirmed. The distal tip, fiber and optics were replaced to resolve the issues. After repair, the device was found to be working according to the specifications. As part of depuy mitek¿s quality process all devices are manufactured, inspected, and released to approved specifications. The faulty parts was identified as the root cause for the device failure during the service evaluation. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
It was reported by the affiliate in (B)(4) that the hd epscp,4.0,30,175,cw_storz endoscope device had an unspecified malfunction. During in-house engineering evaluation, it was determined that the device had poor quality image due to damaged optics, fiber and distal tip. There was no procedure nor patient involvement reported. No additional information was provided.